Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a corroded battery tube. The insulin pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a cracked display window.

Event description:
It was reported that the customer received a failed battery test every time he changed the battery. The customer's blood glucose level was not reported. The battery compartment was reported to be corroded. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product will be returned. Nothing further to report.